Event description:
The customer reported the system is displaying a kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. Ge rep was able to help customer work around the error during the case by phone. (B) (4).